Manufacturer narrative:
This is default text configured for block h10.

Event description:
Medication is not coming out of prefilled syringe and consumer received half dose of the medication as the medication was not coming out and stated that she tried to inject the medication multiple times and the she was unable to inject the medication [syringe issue] the medication was not coming out of the prefilled syringe (episode 2) [syringe issue] consumer received half dose of the medication (episode 1) [incorrect dose administered] consumer received only half of the medication and did not receive the remaining half dose (episode 2) [incorrect dose administered]. Case narrative: this initial spontaneous report concerns adverse events of syringe issue and incorrect dose administered in a 57-year-old female patient (race not reported) from the united states. The patient's age at the time of events was 57 years. On (B)(6) 2026 amneal pharmaceuticals received information from a patient¿s relative via a telephonic call concerning above mentioned adverse events experienced by the patient while on amneal¿s risperidone for extended-release injectable suspension, single-dose vials. On (B)(6) 2026, the patient was being treated with risperidone for extended-release injectable suspension, 50 mg via intramuscular route (ndc: 70121-2628-5, lot: ap25092, expiry date: 30-nov-2027, serial number: (B)(6)) (dose, frequency was not reported) for an unknown indication. Concurrent conditions, concomitant medication, medical history, history of procedures, history of allergies, history of smoking, alcohol consumption and recreational drug use and laboratory tests were not reported. On unknown date of 2026 the consumer received a sealed medication box from her pharmacy. On (B)(6) 2026 while injecting consumer's sister observed that the medication was not coming out of prefilled syringe and consumer received half dose of the medication as the medication was not coming out. She tried to inject the medication multiple times, and she was unable to inject the medication completely. The consumer did not experience any side effects due to half dose and also confirmed that the consumer did not receive the remaining half dose. Last action taken with risperidone in relation to syringe issue and incorrect dose administered was not applicable. De-challenge and re-challenge were not applicable. The outcome of events syringe issue and incorrect dose administered was unknown. The reporter assessed the causality of events syringe issue and incorrect dose administered as not reported. This case was considered as serious. The reportability of this case was expedited. Follow up (#1) information was received on 02-apr-2026. Significant follow up information was received from patient¿s relative via a telephonic call. New information included additional events syringe issue (episode 2) and incorrect dose administered (episode 2), product details (new regimen and serial no) and narrative was updated. On (B)(6) 2026, the patient was being treated with risperidone for extended-release injectable suspension, 50 mg via intramuscular route (ndc: 70121-2628-5, lot: ap25092, expiry date: 30-nov-2027, serial number: (B)(6)) (dose, frequency was not reported) for an unknown indication. The patient received a sealed medication box from pharmacy and on (B)(6) 2026 while, administering the medication patient¿s sister noticed that the medication was not coming out of the prefilled syringe and requested for the replacement for 2nd medication box. The patient stated that consumer received only half of the medication and did not receive the remaining half dose and further confirmed that consumer did not experience any side effects due to the half dose. Last action taken with risperidone in relation to syringe issue (episode 1 and 2) and incorrect dose administered (episode 1 and 2) was not applicable. De-challenge and re-challenge were not applicable. The outcome of events syringe issue (episode 1 and 2) and incorrect dose administered (episode 1 and 2) was unknown. The reporter assessed the causality of events syringe issue (episode 1 and 2) and incorrect dose administered (episode 1 and 2) as not reported. This case was considered as serious. The reportability of this case was expedited.

Manufacturer narrative:
This is default text configured for block h10.

Event description:
Medication is not coming out of prefilled syringe and consumer received half dose of the medication as the medication was not coming out and stated that she tried to inject the medication multiple times and the she was unable to inject the medication [syringe issue] consumer received half dose of the medication. [Incorrect dose administered] case narrative: this initial spontaneous report concerns adverse events of syringe issue and incorrect dose administered in a 57-year-old female patient (race not reported) from the united states. The patient's age at the time of events was 57 years. On 23-mar-2026 amneal pharmaceuticals received information from a patient¿s relative via a telephonic call concerning above mentioned adverse events experienced by the patient while on amneal¿s risperidone for extended-release injectable suspension, single-dose vials. On (B)(6) 2026, the patient was being treated with risperidone for extended-release injectable suspension, 50 mg via intramuscular route (ndc: (B)(4), lot: ap25092, expiry date: 30-nov-2027, serial number: (B)(6) (dose, frequency was not reported) for an unknown indication. Concurrent conditions, concomitant medication, medical history, history of procedures, history of allergies, history of smoking, alcohol consumption and recreational drug use and laboratory tests were not reported. On unknown date of 2026 the consumer received a sealed medication box from her pharmacy. On (B)(6) 2026 while injecting consumer's sister observed that the medication was not coming out of prefilled syringe and consumer received half dose of the medication as the medication was not coming out. She tried to inject the medication multiple times, and she was unable to inject the medication completely. The consumer did not experience any side effects due to half dose and also confirmed that the consumer did not receive the remaining half dose. Last action taken with risperidone in relation to syringe issue and incorrect dose administered was not applicable. De-challenge and re-challenge were not applicable. The outcome of events syringe issue and incorrect dose administered was unknown. The reporter assessed the causality of events syringe issue and incorrect dose administered as not reported. This case was considered as serious. The reportability of this case was expedited.